Event description:
Ous MDR - after an implantation time of about 46 months, it was reported that the patient received several shocks during a hospital stay. Radiology did not discover any defect. The device was switched to inactive and the patient moved to another clinic. There the system was explanted. Both products were returned to biotronik for analysis.

Manufacturer narrative:
In the returned state, the lead was severely destroyed. The lead had been capped about 14 cm distal of the is-1 connector pin. A distal fragment, including the tip electrode, and the unwound shock electrode were not available for analysis. The returned fragments were thoroughly analyzed. The visual check showed signs of abrasion along the fragments. In the distal area, the insulation was damaged by fraying. This damage can be regarded as the cause of the interference signals in the right-ventricular channel with subsequent shock delivery. The position and characteristics of the fraying lead to the assumption of strong mechanical stress on the lead. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. Further damage to the lead, such as the conductor fractures and the loops in the rope conductors, can with high probability be traced back to strong tensile forces during the explantation process. There were no indications of material defects or manufacturing errors for either the ICD or the lead.